Manufacturer narrative:
Correction: please retract this report 2017865-2025-1006665, review of additional information indicated that the product should not have been reported as there was no malfunction or adverse event alleged.

Manufacturer narrative:
H10.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead were capped on (B)(6) 2025 for an unknown reason. The patient's status was unknown. Additional information was requested but not received.